Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a device related adverse event with a diagnosis of severe hyperglycemia. The customer experienced high blood glucose levels ranging from 294 mg/dl to 529 mg/dl. The insulin pump was rewound and insulin filled. Per customer's mom an occlusion occurred.